Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high impedance was observed. Lead fracture was suspected.

Manufacturer narrative:
The reported field experience was confirmed. It was found that both is-1 proximal cables were fractured at 11 cm from the connector pin due to a fatigue fracture.

Event description:
Technician alleged that hi/low was drifting down.